Event description:
A primagravida admitted for spontaneous rupture of membranes. Pt complained of headaches, nausea, vomiting and high blood pressures for 5 days prior to membrane rupture and admission. A 4gm loading dose of magnesium sulfate was ordered to control blood pressure. Crna was prepping patient for epidural and the patient began experience eclamptic seizures. Loading dose was increased to 6gm and the pt seized a second time. Pt was then rushed to the or for a stat cesarean-section. Pt. Seized a third time while on the operating room table. C-section and delivery of two babies was completed with no further complications. After the delivery, the nurse noticed a large puddle of fluid on the floor in the patient's room. The nurse then inspected the infusion pump and IV tubing and found a small hole in the tubing. We assume the pt received a partial infusion that possibly contributed to the seizures. After the delivery, the pt complains of blurry vision in the right eye and was admitted to the intensive care unit. On the following two days, patient's condition improves, pressures are controlled, vision in right eye is still blurry. The following day, patient's symptoms continue to improve and is transferred to the ob floor. Pt discharged two days later, no further seizures, follow up with an ophthalmalogist for blurry vision.